Manufacturer narrative:
The insulin pump was received with stuck motor error alarm loop during bolus delivery and the motor position encoder error was confirmed in the history file. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during testing. The device passed the rewind, basic occlusion, prime and displacement tests. No anomaly found on the drive support disk. The device had a scratched lcd window, cracked case display window corner, cracked battery tube threads, cacked reservoir tube lip and cracked reservoir tube. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm during prime. The blood glucose at the time of the incident was over 200 mg/dl. The customer stated that the alarm history showed a motor position encoder error alarm on (B)(6) 2013. Troubleshooting was performed. The device was returned for analysis.